Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a button/keypad issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2015 with the following findings: the keypad cover was fully intact. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The pump cover was removed and no internal defects were found. The complaint of a button/keypad issue could not be confirmed or duplicated on investigation.